Event description:
This case was initially received via regulatory authority FDA (reference number: mw5069944) on 09-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure had perforated fallopian tube and was lodged in uterus") and genital haemorrhage ("started bleeding all the time") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), cetirizine hydrochloride (zyrtec) and pramipexole dihydrochloride (mirapex). In 2013, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability, medically significant and intervention required) and device expulsion ("essure had perforated fallopian tube and was lodged in uterus"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion, fallopian tube perforation and genital haemorrhage with essure. Diagnostic results: three months post implantation patient had a dye test to confirm the product efficacy. On an unspecified date in 2017, patient had sonogram which identified that the essure had perforated fallopian tube and was lodged in uterus. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.